Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(4) cannot be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use lists all adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired on (B)(6) 2020. No alarms or clinical symptoms were reported in association with the event. There were no reported device issues or malfunctions. The cause of death was not provided and an autopsy was not performed. The device was not returned for evaluation.